Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reportable that the patient experienced a backup battery fault alarm. Customer worked with the patient's husband over the phone to talk them through a controller exchange. The customer already replaced the backup battery in may2022. Additional information revealed that the patient's heartmate 3 system controller and emergency backup battery will be returning to abbott. The exchange resolved the alarm.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via log file analysis. A review of the log files contained data spanning approximately 11 days (30jul22 ¿ 9aug22 per timestamp). The backup battery fault alarm activated on 9aug22 at 21:33:40 due to the backup battery load test not passing. The alarm was active until the controller was shutoff. When the load test initially did not pass, the loaded voltage measured ~11.89v and the unloaded voltage measured ~0.28v. The alarm did not affect the controller¿s ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The heartmate 3 system controller (s/n: (B)(6)) and backup battery (s/n: (B)(6)) were returned for analysis. The system controller and battery were functionally tested and found to operate as intended; atypical alarms were unable to be reproduced. Provided information stated the alarms resolved following the controller exchange. A root cause for the reported event was unable to be conclusively determined through this analysis. Incidental findings: wire fatigue, fluid ingress. Heartmate 3 instructions for use, rev. C, section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook, rev. D, section 5 ¿ ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including the backup battery fault alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use, rev. C, section 2 - "system operations" explains how to replace the system controller and how to replace the system controller backup battery. Section 5 - ¿surgical procedures¿, also explains how to install the backup battery in the system controller. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.